Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device interrogation showed, "question marks for several fields under patient information." The patient had received radiotherapy since the previous device check. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.